Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported hypoglycemia could not be established. The user did not report a specific date for the event; therefore, b3 is blank. The current version of the twiist aid system user guide provides information regarding potential causes of hypoglycemia, as well as ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. No product was returned and no additional information relevant to the reported event has been made available to millyard advanced medical products, llc, for further evaluation.

Event description:
An initial event notification was received by sequel med tech, llc on 13-may-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported having episodes of low glucose, with the lowest reading reported to be 38mg/dl. The user reported treating this low glucose with orange juice. The user intended to discuss adjusting therapy settings with their healthcare provider. The user remains ongoing on their twiist pump.